Event description:
It was reported that the device was explanted after an implant duration of approximately 47.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported that when the customer pumped air by syringe, but balloon did not inflate. It was unable to aspirate air when customer tried to pull the syringe. There were no patient complications were reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.